Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The distal end of the sleeve was observed to be burnt and charred away. Distal end of shaft of device was observed to be bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when the l-hook tip is bent out of alignment and makes contact with the sheath of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon could not smoothly get the tip in and out of the device during the procedure. The tip seemed to be bending as well. The event occurred during the procedure however the device was not used on the patient. There was no injury to the patient. No additional information was provided.